Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided. Refer to related manufacturer report number 1628664-2018-00257 for the architect magnesium assay.

Event description:
The customer reported a falsely depressed architect magnesium result on the architect c16000 analyzer. Sample 1 generated an initial magnesium result of 1.0 mg/dl and retest on a second analyzer generated 2.0 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) performed significant troubleshooting, including replacement of the tubing, peristaltic head, cuvette drying tip and alinity c-series mixer which were identified as the likely causes of the magnesium result issue. Following replacement of the parts there were no additional discrepant magnesium results reported on (B)(4). Review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rates were reviewed and are within acceptable limits with no trends identified. A review of historical data for the parts associated with this complaint revealed no adverse trend or systemic issue. A 12 month similar complaint review for the likely cause parts did not identify any trends or a systemic issue. Labeling was reviewed and found to be adequate. The service and support manual provides adequate information, inspection, maintenance, and component replacement procedures concerning erratic or discrepant results. Including, but not limited to, the actions performed by the abbott fsr (and replacement of the peristaltic head tubing cuvette drying tip, and the mixer.). Device history review found the replaced part 7-35009685-01 requires the end fitting be aligned in a specific way to allow for correct installation on the instrument. It was determined there were no instructions for the part supplier (diba) to correctly align these fittings in manufacturing. However, it was unknown if the tubing associated with this customer issue was incorrectly assembled. The assembly issue was identified as a deficiency of this part.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).